Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Caught fire and burned - oral-b irrigator [device catching fire] case narrative: consumer stated on email that oral-b irrigator caught fire and burned entirely. No injury was reported.